Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio. A patient treatment was completed with no alarms indicating a problem. The patient was either on the patient's way home or the patient was at the patient's home when the patient had trouble breathing and went into respiratory arrest per technician. The patient was taken to the emergency room and admitted in 2001. Tests were performed and the patient was diagnosed with metabolic alkalosis. The patient was released from the hospital 6 days later and was reported to be doing fine.